Event description:
On 09 june 2025, senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving multiple glucose suspend alerts after relinking her sensor. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the returned sensor, along with sensor in vivo data, indicated chemical degradation in all sensing areas, with two sensing areas below the threshold for retirement. A review of the dms alert history confirmed that the user began receiving glucose suspend alerts on (B)(6) 2025 at 5:33 pm and subsequently received sensor replacement alerts the same day at 11:34 pm. On (B)(6) 2025 at 2:50 pm, the user had self-directed a re-link of the sensor, after which the glucose suspend alert was triggered at 5:33 pm. This occurred because the system incorrectly assigned 100% weighting to a single sensing area, which was producing negative glucose values. This issue is attributed to a firmware anomaly that is currently being addressed and will be corrected in a future firmware release. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 08 sept 2025. G3. Date received by the manufacturer? 08 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231,104. H6. Investigation conclusions updated to 4307,58.